Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain"), uterine perforation ("perforation (uterus) / right perforation into the myometrium") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, bacterial vaginosis, dysfunctional uterine bleeding and inflammation. In 2008, the patient experienced dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced mood swings ("hormonal changes (describe: mood swings)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), hot flush ("hot flashes"), loss of libido ("loss of libido") and alopecia ("hair loss"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (pelvic surgery, hysterectomy (partial) with bilateral salpingectomy) and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, fatigue, dyspareunia, migraine, dysmenorrhoea, mood swings and allergy to metals had resolved and the abdominal distension, weight increased, menstruation irregular, back pain, hot flush, loss of libido, female sexual dysfunction, headache, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: it was released and three coils were left, five coils left in the endometrial cavity on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On an unknown date, the results of essure confirmation test, dye test showed total bilateral occlusion. On (B)(6) 2016 patient had plvic ultrasound and transvaginal ultrasound resulted in right perforation into the myometrium with fluid collection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for birth control. In (B)(6) 2013, the plaintiff began to experience symptoms that included, but were not limited to: bloating, fatigue, weight gain, painful intercourse, migraines, irregular and painful menses, heavy bleeding, back pain, hot flashes, sharp stabbing pelvic pain, and loss of libido. On (B)(6) 2013, it was determined that plaintiff required surgical intervention to address her complications. At that time, the plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing sharp stabbing pelvic pain and heavy bleeding. Approximately 5 years after the insertion the plaintiff underwent a surgical intervention to alleviate the symptoms. The events are serious due to medical significance and are anticipated in the reference safety information of essure. After essure insertion, abdominal pain, back pain, pelvic pain, and uncharacterized pain may occur. Abnormal genital bleeding and changes of menses patterns may also occur. In this particular case, the events started after essure insertion and finally led to surgical intervention. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between the events and essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A quality-safety investigation was initiated. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: quality-safety evaluation of product technical complaint (ptc). Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing sharp stabbing pelvic pain and heavy bleeding. Approximately 5 years after the insertion the plaintiff underwent a surgical intervention to alleviate the symptoms. The events are serious due to medical significance and are anticipated in the reference safety information of essure. After essure insertion, abdominal pain, back pain, pelvic pain, and uncharacterized pain may occur. Abnormal genital bleeding and changes of menses patterns may also occur. In this particular case, the events started after essure insertion and finally led to surgical intervention. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between the events and essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2008, the patient experienced dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced mood swings ("hormonal changes (describe: mood swings)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), hot flush ("hot flashes"), loss of libido ("loss of libido") and alopecia ("hair loss"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (pelvic surgery, hysterectomy (partial) with bilateral salpingectomy) and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, fatigue, dyspareunia, migraine, dysmenorrhoea, mood swings and allergy to metals had resolved and the abdominal distension, weight increased, menstruation irregular, back pain, hot flush, loss of libido, female sexual dysfunction, headache, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On an unknown date, the results of essure confirmation test, dye test showed total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, lot no, new events mood swings, female sexual dysfunction, headache, tooth disorder, allergy to metals, uterine perforation, alopecia added. Outcome for the events pelvic pain, genital haemorrhage, mood swings, migraine, dysmenorrhoea, allergy to metals, fatigue, added as recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.